Manufacturer narrative:
Ae assessor spoke with patient whom had hypoglycemic events pre v-go on the same amount of basal insulin as she receives on the v-go.

Event description:
Patient reportedly checked her bgl with her freestyle libre at 4am tuesday morning and it was reportedly 40. Patient checked her blood sugar via a finger prick and it was 61, which she advised is still low. Patient drank juice and it helped bring her blood sugar up. She advised she checked her bgl at 7:30 and it was 150, which she advised is great.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be confirmed. The device appears to have functioned as intended.